Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced recurrent infections at implant site, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016. Re-implantation is planned but has not taken place as of the date of this report (B)(6) 2016.